Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide procedure name and date. Unk. How many sutures separated from the needle during suturing on this one patient during this single surgical procedure? Unk. It is stated: "two different surgeons stated that the suture is coming apart from the needle too easily". What is the total number of patients? Unk. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide lot number. Please provide status of product return. The materials coordinator that reported this to me told me that she had complaints from 2 different surgeons that this was occurring and it all was from the same box/lot number. I opened one and the needle did come off with very little force. The customer did not want to use any more from this box and what was left was sent back in for analysis. The exact number that happened during procedures is unknown but the customer wants the entire box replaced. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported. Additional information was requested.